Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely the device interacted with the guiding catheter during removal causing the reported difficulty to remove. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a heavily calcified, heavily tortuous left anterior descending artery. An unspecified stent was implanted and post dilatation with the 4.0x12mm nc trek balloon dilatation catheter (bdc) was performed at 12 atmospheres for 10 seconds. The bdc was fully deflated; however, it was noted to have difficulty being removed with the unspecified delivery catheter. The bdc became stuck for seconds and after three pulls the nc trek was removed. Another non-abbott device was used to successfully complete the procedure. There was no adverse patient effects and no clinically significant delay. No additional information was provided.